Manufacturer narrative:
(B)(4) has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. (B)(4) defers to the pt's physician regarding medical history.

Event description:
It was reported the pt felt a shocking sensation over the ipg site. It was also reported that she has been charging every 8 hours and stated it took up to 12 hours to recharge. A (B)(4) rep met with the pt and determined she was running near maximum amplitude. The (B)(4) rep reprogrammed her device to address her frequent charging issue. The pt is working with her physician to determine the next course of action.